Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had fluid leakage at the bladder. This issue occurred during filling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 21, 2021 - june 23, 2021. H10: the actual devices was not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and the first image showed a leak inside the housing due to a missing film-wrap on the first photograph. The second image showed fluid inside the bag which suggested a leak may have occurred. The reported condition was verified on both photographs. The cause of the missing film-wrap on the first photograph was due to a manufacturing related issue. The cause of the leak observed in the second image could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.